Event description:
It was reported that during use with 10 bd vacutainer® cat (clot activator tube) plus blood collection tubes the stopper remained in the tube during decapping process. There was no report of patient impact. The following information was provided by the initial reporter: rubber stoppers stuck in tubes after de-capping - only plastic cap (safety cap) was removed. The departments uses tla system. Incidents involving this lot-number has happened in labs in two hospitals (same region / same lab in two locations / same staff). Remaining tubes have been put into quarantine to avoid issues. Please note that this issue causes large risk of damaging systems or probes in instruments!

Manufacturer narrative:
H.6. Investigation summary: bd received 20 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for closure separation with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Furthermore, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Based upon the a3 problem solving methods and kepner-tregoe tools for root cause analysis, two potential causes were identified and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. D.1. Returned to manufacturer on: yes . D.1. Device available for eval?: 18-may-2023.

Event description:
It was reported that during use with 10 bd vacutainer® cat (clot activator tube) plus blood collection tubes the stopper remained in the tube during decapping process. There was no report of patient impact. The following information was provided by the initial reporter: rubber stoppers stuck in tubes after de-capping - only plastic cap (safety cap) was removed. The departments uses tla system. Incidents involving this lot-number has happened in labs in two hospitals (same region / same lab in two locations / same staff). Remaining tubes have been put into quarantine to avoid issues. Please note that this issue causes large risk of damaging systems or probes in instruments!

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.